Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The investigation of the complained instrument shows that the safety pin of knob for arresting is broken off due to excessive mechanical force. The visible signs, like scratches on the surface of the instrument, indicate strong applied mechanical force what lead to the damage. Therefore it appears that simply too much applied mechanical force, well beyond its calculated design, caused the breakage. The manufacturing- and material records were reviewed and no deviation to the specification was found. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the knob on the aiming arm is loose. This is report 1 of 1 for (B)(4).